Event description:
Pt intubated nasally with 7.5 tube. Feeding tube placed. Kub of abdomen showed ng tube in right lung base. Feeding tube was discontinued. Respiratory rate increased to 42 per minute, pt became diaphoretic. When preparations for insertion of chest tube were being made, the pt suffered a cardiac arrest and died.